Event description:
I am a diabetic and have been at the time I had the essure coils put in back in 2009. I have at time felt pregnant, severe cramps, and heaving bleeding. This year I have experienced severe pain in my right pelvic area around my tube. This is a pulsating pain that has gradually become more frequent. The pain worsens with intercourse and I can feel the right coil moving. My doctor saw signs of an infection during an internal exam and I was put on antibiotics. I am scheduled for a laparoscopic procedure in (B)(6). I have also been to the ER a total of 4 times this year due to this pain. The hospital did cat scans, x-rays, ultrasounds, trans vaginal ultra sounds they claim these test revealed nothing. I have had u.t.I.'s with blood in my urine. I also have uterine pain, at times it feels like my uterus is seizing up. At this point my pain feels constant and interferes with my everyday life and wakes me out of my sleep.